Manufacturer narrative:
Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were available for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). A corrective action/preventative action investigation has been opened to further investigate extrinsic outflow graft obstructions. Actions have been taken to prevent reoccurrence. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of biodebris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography (CT) scan that revealed an outflow graft obstruction causing a narrowing of up to 75% on (B)(6) 2024. The patient was admitted (B)(6) 2025 for a heparin bridge and underwent surgery on (B)(6) 2025 with bend relief removal and release of compressive debris which returned normal device flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.